Event description:
Reference number (B)(4). Event occurred in the united states. On 22nd sep 2024, patient reported bent cannula which led to vomiting within 3 hours of insertion. The infusion set was located on abdomen. Patient's high bg was addressed using correction injection via mdi. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.